Manufacturer narrative:
The customer was provided with remote support and assistance from the ge healthcare remote technical expert. The customer was recommended to replace the bag-to-vent switch to correct the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported that, during pre-use check, they found a malfunction which may result in the inability to switch ventilation modes. There was no report of patient involvement.